Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly / code 107 / discharge profile faults) was confirmed. As received, the monitor would not power on. Upon evaluation, there was contamination on the j1, j101, j502, and j1000 connectors as well as on the table top board. The cause of the inability to power on and the service code 107 and discharge profile faults is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was not powering on properly and producing service code 107 and discharge profile faults.